Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag-ac). After a left and right axillary artery-left common carotid bypass was created, the ctag-ac was deployed below the brachiocephalic artery (bca). Upon confirming that there was no obstruction of blood flow at the bca and at the bypass, the left subclavian artery was embolized and the procedure was completed. During the closure of the access site, the patient¿s condition deteriorated (oxygen saturation was decreased), and the left-hand pulse was not present. Angiography imaging revealed a retrograde type a aortic dissection and an ascending aorta rupture. Ascending aorta replacement was performed surgically. The patient tolerated the procedure. It was reported that the ctag-ac might have been over sized, and the dissection might have occurred during ballooning at the proximal side.

Manufacturer narrative:
Additional manufacturer narrative/corrected data. Result code 213, conclusion code 61.